Event description:
It was reported that the patient had an infection at the implantable pulse generator (ipg) site. Symptoms of pain, redness and blood drainage around the ipg and lead anchor sites were noted. The patient was placed on antibiotics, however, developed a rash from bactrim. The physician prescribed keflex instead. The infection was not device or procedure related, and the cause was unknown. It was noted that the patient had been on antibiotics and was not healing, the physician performed an irrigation and drainage procedure of the pocket site. The device remains implanted, and the patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn:m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7154339/7153796. Product family: scs-lead fixation upn: m365sc43160 model:sc-4316 serial: na batch:35410560.

Event description:
It was reported that the patient had an infection at the implantable pulse generator (ipg) site. Symptoms of pain, redness and blood drainage around the ipg and lead anchor sites were noted. The patient was placed on antibiotics, however, developed a rash from bactrim. The physician prescribed keflex instead. The infection was not device or procedure related, and the cause was unknown. It was noted that the patient had been on antibiotics and was not healing, the physician performed an irrigation and drainage procedure of the pocket site. The device remains implanted, and the patient was doing well postoperatively. Additional information was received that the patient underwent an explant procedure wherein all device components were removed. The explanted devices were disposed and were not returned.